Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that after tka, patient presented joint instability. A revision surgery was performed to exchange the legion ps high flex xlpe sz 3-4 9mm for a 12mm ps high flex xlpe poly. The outcome of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, a right tka revision total-to-knee-fusion was performed on the right knee approximately 10 years post implantation after multiple complications/revisions/interventions. It was communicated that the requested medical documentation would not be provided. S+n has not received adequate documentation to fully evaluate the root cause of the reported event; however, per the anz product complaint report, the patient has experienced chronic right knee complications over the past decade and required removal of legion revision trk components and replacement with an antibiotic cement knee fusion with tibial nail. The patient impact beyond the reported chronic unspecified complications/infection and revision/conversion-to-fusion with tibial nail could not be determined. No further medical assessment could be rendered at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include but not limited fit/sizing, alignment, surgical technique, joint laxity, traumatic injury and procedural/user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.